Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error as well as a broken force sensor was detected during seating or regular delivery alarm and insulin pump started beeping. The customer¿s blood glucose was unknown. Customer reported that they were unable to clear the alarm. Troubleshooting was performed for insulin pump error. The customer was advised to insulin pump required replacement and discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump error 35 unknown. Audio/vibrate anomaly/absence of alarm unknown. Pump error 63 unknown.